Event description:
A foley balloon would not empty to remove catheter. The port snipped off and drained into a 10 cc syringe. Valve noted to be stuck to vent and was released with forceful injection of air.